Event description:
On (B)(6) 2012, the customer reported to customer service that [his wife] experiences low suction using her breast pump with the power supply - that she feels as if the power supply is losing power every now and then. The pump works fine with the battery pack. Upon receipt of the product on (B)(6) 2012, a breach in the transformer housing was noted.

Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer, she indicated that the transformer housing was broken while in her possession, but she didn't report it initially. She doesn't recall when she noticed the break - "it worked fine, so I didn't worry about it. Once it stopped pumping correctly, it was a concern." She did not witness any smoke, fire or sparking, but when she plugged it in, she "felt a popping jolt of energy. No sound - she could just feel the surge of energy from the adapter." She indicated that no injuries were sustained as a result of the issue. The product was tested/evaluated. The failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Eval summary: a visual exam of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry . A visual exam of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 0 vdc, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured 12 kilo ohms, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as open, which is not normal and indicates that the thermal fuse did blow.